Manufacturer narrative:
D4: lot number: unknown. D4: primary unique device identifier (UDI) number - unknown without lot identification. H3: device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
It was reported that a one level reform CT case at l4-5 was performed on an unknown date. The right l4 CT tulip disengaged while set screw was being placed. Tulip was reengaged using the tab breaker, rod and set screw were placed in standard fashion. I monitored the scrub tech assemble the right-side screws to confirm they were snapped together properly. After insertion, left side l4 tulip disengaged prior to rod insertion. The tulip was replaced, and the prior one was set aside for inspection. There was no patient injury but a delay of 15 minutes to the procedure.

Event description:
It was reported that a one level reform CT case at l4-5 was performed on an unknown date. The right l4 CT tulip disengaged while set screw was being placed. Tulip was reengaged using the tab breaker, rod and set screw were placed in standard fashion. I monitored the scrub tech assemble the right-side screws to confirm they were snapped together properly. After insertion, left side l4 tulip disengaged prior to rod insertion. The tulip was replaced, and the prior one was set aside for inspection. There was no patient injury but a delay of 15 minutes to the procedure.

Manufacturer narrative:
H3 device evaluation - tulip was inspected with a 7x loop prior to assembling with a screw observing no damage or deformation to components. Disassembly could not be replicated. The tulip-screw assembly was subsequently disassembled by drilling out the pins. The subcomponents were inspected and found to be within specification. Further assessments were performed using these components and gage pins to secure the assembly. Simulated implantation into 20 pcf foam was performed with these components multiple times. Again, the ability to disassemble the screw from the tulip was not demonstrated. The tulip was further examined with the aid of a 5x loop. Some deformation was observed around a small segment of the bottom opening where the screw extends thru the tulip. This may be due to the force applied during prior assessments. Disassembly is believed to be due to improper assembly as all assessments and tests to date have not been able to replicate this condition with properly assembled components, including components returned as complaint product. Although the need for corrective action has not been established, it is being recommended that information associated with proper assembly techniques be reviewed and updated if deemed appropriate, additional techniques / tips be explored, and/or a tool to aid in attaining proper assembly be developed and provided to sites exhibiting potential assembly issues.review of device history records (50225_64-mt-0403) for the returned tulip found eighty-five (85) pieces of lot 50225ps released for distribution on 11/7/2024 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number.